Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced non-healing areas associated with mesh, had discomfort with intercourse and her husband was reporting discomfort as well. On exam ((B)(6) 2008) it was documented that there was a band of proximal arm on left area of the mesh that had eroded and was excised in-office procedure on (B)(6) 2008. Then in 2009 patient continued with complaints of vaginal protrusion, attempted use of pessary and was fitted ((B)(6) 2009). Then in 2010 during a follow up visit it was noted that the patient had a four-degree cystocele, second degree cuff prolapse, and four-degree rectocele. There were small areas of graft erosion anterior and posteriorly. Patient reported pain and bleeding after intercourse. It is also documented that after surgery in 2007, the patient had discontinued premarin cream and developed a bulging sensation. It is also documented that scar tissue developed and some eroded mesh was covered after starting reuse of topical estrogen cream. In (B)(6) 2011 patient had symptoms of pelvic organ prolapse worsening, husband continued to complain of pain in penis with coitus, feeling "something sharp" in her vagina during intercourse, had vaginal discharge, a first degree rectocele, enterocele was extending approximately 3cm past hymen, pelvic floor muscle strength was poor (2/5 scale), obstructed defecation, rectal pressure, something "falling out of my vagina," rectal bleeding with bowel movements, chronic constipation, hemorrhoids, anterior rectocele with mesh palpable in anterior aspect of rectum but not eroding into rectum, large degree of vaginal vault prolapse, rectal prolapse, and lax rectovaginal septum. The patient went for posterior vaginal wall mesh removal, rectocele repair, abdominal sacral colpopexy with gynemesh, and cystourethroscopy ((B)(6) 2012), had developed posterior vaginal wall mesh erosion in three separate places. Postoperatively had decreased appetite and had lost (B)(6) pounds, bladder flow was weak and patient got treatment for positive culture urine lactobacillus, bleeding in urine, severe urine loss, wore diapers, had vaginal mesh removal, vaginal fistula repair, and initiated treatment with periurethral coaptite injections ((B)(6) 2012) to further control incontinence symptoms. Patient was discharged with foley catheter to assist in closure of fistula. The catheter was discontinued after a voiding trial and cystogram completed ((B)(6) 2012). During postoperative visit ((B)(6) 2012), patient reported significant improvement, with decrease in urine loss. Patient would still leak some with cough or sneeze, but would report less amount. Patient was then instructed to continue with vaginal cream, resume sex in 2 weeks, and kegel exercises 90/day.

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforation or lacerations of vessels, nerves bladder, bowel, rectum or nay viscera may occur during needle passage." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2012-02132.